Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation. It was also reported the programmer and charger can no longer communicate with the ipg. She has not used the scs system in over 8 months. The pt will meet with her doctor on a later date to discuss the next course of action. No further information is available at this time.